Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for the presence of heparin and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syr abg preset 3(1.6) ll 22x1 ce had clotting. The following information was provided by the initial reporter: "the patient completed the blood gas analysis at 11:25 and was sent to the clinical laboratory. There were many blood clots in the blood gas needle, so the blood gas analysis could not be completed."